Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were not able to clear the alarm. Customer stated that insulin pump all the keys were unresponsive. Customer stated that insulin pump had crack on middle back area by the battery area. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test or self test or verify pump error 43 due to unresponsive keypad. P-cap / reservoir locks properly into place. Device passed displacement test. Device received with cracked retainer, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.